Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed. Review of the session record revealed an atrial lead issue. Provocation testing and pocket manipulations as well as repeatedly remeasuring the atrial lead impedance to see if it varies with provocations were recommended. Device remains implanted. No further information available.